Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The flogard infusion pump was serviced on-site. An alarm log review and visual inspection confirmed the f-38 alarm. This alarm was caused by a damaged force sensing resistor (fsr) that was due to solution spillage on it. The left fsr was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump alarmed f-38. There was no patient involvement. Additional information was requested and is not available.